Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. Dashes (---) were observed for programmed parameters and battery data was 2.68v, 13ua with dashes for battery impedance. The device could not be programmed and telemetry could not be established.